Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited several high out of range pacing impedance outliers over the past year. Additionally, the lead exhibited oversensing of noisy signals. The noise was reproduced by touching near the pocket. The lead was surgically abandoned and replaced with a competitor product. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The lead was not returned for analysis as the lead remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) could not be performed since the mes system yielded no results. Because of the age-related of lead, manufacturing can be ruled out as the most probable cause of the complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited several high out of range pacing impedance outliers over the past year. Additionally, the lead exhibited oversensing of noisy signals. The noise was reproduced by touching near the pocket. The lead was surgically abandoned and replaced with a competitor product. No additional adverse patient effects were reported.